Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a patient who was receiving a secondary infusion of toxol to the y-site of the primary tubing when the patient stood up to go to the restroom when it was noted that drips of blood where on the floor and on the IV pole. The rn examined the tubing to find blood had backed up into the filter and dripped out of the tubing where the filter is connected to the tubing. There was no patient harm reported.

Event description:
Received mw from FDA: 'pt checked in and made comfortable in chair, -port accessed with 3/4 humber needle with blood return. Herceptin and pertuzumab infused without issue. Port flushed with ns -taxol arrived in 2 bags due to 500ml shortage. Each to infuse over 1.5 hours for a total of 3 hours, 1st bag of taxol infused without difficulty. Second bag of taxol infusing without difficulty for first hour. Rn stood by for 5 minutes for this as well. At about 1400 pt got up to bathroom. Rn was busy with another pt hanging carboplatin. Pt was waiting for bathroom to be available. Another rn came around the corner to where I was to tell me that my pt's chemo has spilled and there was blood on the floor. When I arrived there was drips of blood in front of the nursing station and blood on the IV pole and around the area where the pt was standing. Pt was already disconnected and assisted her back to her chair where she flushed her port and verified brisk blood return. Upon examining the tubing, the same thing had happened as with the ramucirumab (noted in incident above). Blood had backed up into the filter and was dripping out of the portion where the filter met the tubing.